Event description:
It was reported that the patient went to the hospital because his heart had been beating at a very fast rate for three days. Interrogation of the pacemaker revealed a constant pacing rate of 120 bpm. The pacemaker had been set to vvir mode for several years with the accelerometer sensor threshold set to "low" because t-wave sensing was not well detected. The device was reprogrammed with the sensor threshold to "medium high" without immediate result. The mode was changed and was the pacing rate was normal at first, but then increased to a fast rate. It was thought that there was a flipped bit in the ramware and a manual reset will be performed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.